Manufacturer narrative:
An event regarding periprosthetic fracture and wear involving citation stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head and stem. Visual inspection of the photographs indicated that slight wear was observed on the stem trunnion. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that 'it was reported that the patient's left hip was revised. The patient had fallen 8 months prior to revision and sustained an acetabular fracture. Non-operative treatment failed, and the shell loosened. Once the patient was open, surgeon noted black tissue inside the patient. After removing the head from the stem, black material was seen inside the head and moderate trunnion wear was noted. The patient's hip construct was revised to a competitor hip. Rep confirmed there were no allegations against the revised liner. Additional information: rep confirmed there was no head dissociation.' A review of the provided medical records by a clinical consultant indicated: 'the operative note documents a revision surgery was performed. Unfortunately, in the documentation provided no intra-operative findings were noted. Revision tha surgery is confirmed. The cause for this revision tha cannot be determined from the limited documentation provided.' The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The reported citation stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc/CAPA.

Event description:
No new information.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised. The patient had fallen 8 months prior to revision and sustained an acetabular fracture. Non-operative treatment failed, and the shell loosened. Once the patient was open, surgeon noted black tissue inside the patient. After removing the head from the stem, black material was seen inside the head and moderate trunnion wear was noted. The patient's hip construct was revised to a competitor hip. Rep confirmed there were no allegations against the revised liner. Rep confirmed there was no head dissociation.